Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter. The following information was provided by the initial reporter: the patient was hospitalized on (B)(6) 2021 due to hemorrhage in the right basal ganglia area after 1 month of intracerebral hematoma removal from the right basal node area. When the nurse was preparing to check the empty needle for the patient's infusion, it was found that there was a foreign matter in the empty needle, immediately stop the replacement, and report adverse events in time.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2006103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be performed. Retained samples were obtained from the manufacturing facility for further evaluation; however, no defects were detected with the retained samples. Based on the limited investigation results an exact cause related to the manufacturing process could not be determined for this incident. Despite the fact that the high volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where the air is continuously filtered. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter. The following information was provided by the initial reporter: the patient was hospitalized on (B)(6) , 2021 due to hemorrhage in the right basal ganglia area after 1 month of intracerebral hematoma removal from the right basal node area. When the nurse was preparing to check the empty needle for the patient's infusion, it was found that there was a foreign matter in the empty needle , immediately stop the replacement, and report adverse events in time.